Event description:
It was reported that they could not scan barcode and the hospital could not accept it. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Investigation summary: this is an analysis for a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows two tyvek with barcode, and the barcode was scanned without any problem. Based on the pictures provided the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2021.